Event description:
It was reported that a revision had to occur due to creo mis screws loosening post op.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: screw loosening post-op. Review of the dhrs could not be completed because a part number was not returned. It was reported that no harm was done to the patient due to this reported failure. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision had to occur due to creo mis screws loosening post op.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.